Event description:
Customer stated they developed periodontal disease and an open bite due to the use of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.